Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station time was incorrect, and nurses were unable to pull medication at that time. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station time was off. A technical support specialist (tss) dialed into the station. The station clock displayed the correct time compared to the server, and the time zone was set to central time. The w32 service had not been started, so the tss initiated the service. The station had not been rebooted for 38 days. There were no errors with data synchronization, checked neighboring devices to confirm they were all displaying the correct time and corrected 2 stations clocks that were misaligned. The system functioned as intended after the technical support specialist troubleshot the device.